Event description:
Report received from (B)(6) stating that the device had a 'bent drive shaft/damaged housing." It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental MDR will be sent. (B)(4).